Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The custoemer reported via phone call that he had no delivery alarm during manuel prime. Customer's blood glucose was 269 mg/dl. The customer was advised to try a new reservoir with current set. Customer stated that the device didn't alarm no delivey with manual prime. The customer was advised that changing reservoir resolved the issue. The customer was advised to return the reservoir and we will send 2 reservoirs and 2 sets.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.